Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported inappropriate shock, noise, oversensing, and low amplitude.

Event description:
It was reported that this patient has had a history of ventricular tachycardia storm and has received therapy in the past. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. The patient was brought in and the noisy signals were not reproducible, however there was lower signal amplitudes. The entire system was subsequently explanted and replaced. No additional adverse events were reported.

Event description:
It was reported that this patient has had a history of ventricular tachycardia storm and has received therapy in the past. Recently, the patient received inappropriate shocks due to oversensing of noisy signals. The patient was brought in and the noisy signals were not reproducible, however there was lower signal amplitudes. The entire system was subsequently explanted and replaced. No additional adverse events were reported.